Manufacturer narrative:
Bec customer technical support (cts) guided the customer with manually bleaching the baths. Startup passed and the instrument was verified operational. Service was not dispatched for this event since the customer resolved the issue. The customer was able to resolve the bath overflow by performing routine troubleshooting. The cause of the leak cannot be determined. Per labeling, beckman coulter urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).

Event description:
A customer contacted beckman coulter (bec) reporting that the white blood cell (wbc) bath of the coulter ac*t diff hematology analyzer had overflowed. The leak was not contained within the instrument. The customer was wearing personal protective equipment (ppe) consisting of gloves and a laboratory coat at the time of occurrence. The material safety data sheet (msds) was not reviewed. The laboratory's exposure control/risk management plans are in place. There was no biohazard exposure to mucous membranes or open wounds. Medical attention was not sought. No erroneous patient results were generated in connection to this event.